Event description:
During initial implant procedure, the retrieval catheter failed to retrieve the device. The device retrieval process was significantly prolonged and the device was retrieved using a separate sheath and snare. The patient was stable with no consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.